Event description:
Customer reports no fluoro during an unk procedure on a female pt (age unk). This is incident 1 of 4 reported by this customer. Customer had to reboot system two to three times before it would function. After rebooting multiple times system functioned as expected. All procedures were completed with this system. Customer does have a back-up room. No pt injury to report.

Manufacturer narrative:
Field service engineer (fse) troubleshot complaint and found incident was occurring when the collimator intermittently sent out a 'not ready' message. This message would trigger the safety interlock preventing fluoro. Fse found the problem was due to the occasional sticking of the collimator blades. Fse resolved with issue by lubricating the sticking blades. Proper operations was verified and system was returned to full service by the customer.